Event description:
(B)(4). Same case as 2134265-2012-03768. It was reported that following a coronary artery stenting treatment procedure, the patient underwent coronary artery bypass surgery (CABG). Lesion 1 was located in the proximal right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 28 mm ion stent. Following post-dilatation residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the distal left circumflex with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.0 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 16 mm ion stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was admitted for progression of coronary artery disease and was hospitalized on the same day. The patient was treated with CABG x 3 with svg to lcx, svg to rca and lima to lad. The event was considered to be recovering/resolving and the patient was discharged.

Event description:
It was further reported that in (B)(6) 2012, during coronary angiography and pressure wire assessment, as the left main was found to have significant stenosis, the patient was not suitable for percutaneous intervention and surgical revascularization was recommended. The in-stent restenosis of the study stent placed in proximal rca was treated with coronary artery bypass grafting (CABG) of svg to the distal rca. The new proximal stenosis of the study stent placed in distal lcx was treated with CABG of svg to the ostium of the obtuse marginal. A non-target lesion in lad was treated with CABG of lima to lad.

Event description:
It was further reported that the revascularization was updated from the distal left circumflex to the proximal left circumflex. At the time of the event, the proximal right coronary artery was 90% restenosed and the proximal left circumflex was 90% stenosed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event corrected revascularization lesion site from distal lcx to proximal lcx. Describe event updated. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).